Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that the head locking thread is badly deformed due to mechanical mishandling and overload of torque. The screw head is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which caused the damage at the screw head finally. No product fault could be detected.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient suffered from a fracture of the distal radius. Patient came to the operating room on (B)(6) 2013 for surgery. It is reported that after the surgeon installed the plate at the most distal end, he fixed the plate with variable angle screw insertion. When the surgeon inserted the screw at the most distal end, the screw penetrated the plate. After the surgeon removed the questionable screw from the radial side, the surgeon inserted another screw into the hole of the distal second line. It is reported that after this, the procedure was completed. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.